Event description:
Customer reached out letting us know her iud was removed while removing her cup. Saalt followed up with additional questions. Customer responded letting us know she believes iud expulsion was not related to use of the saalt cup. She claimed she did not have strings cut short in conjunction with using a menstrual cup, but did speak with her physician regarding using a menstrual cup in conjunction with an iud. Physician stated that it should be fine to use the cup with an iud if the cup was worn and removed properly in accordance of the instructions it came with. Cup had been inserted for over 7 hours when iud expulsion happened. User claimed that there was one incident when removing the cup had been difficult for her, but all other instances had been a smooth experience. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."